Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a 90% stenosed, 3.5x50mm lesion located in the moderately calcified, moderately tortuous mid rca (right coronary artery) to lmca (left main coronary artery) with a 3.50x32mm taxus liberte stent. Vascular access was radial. The taxus liberte sds (stent delivery system) was unable to cross the target lesion. There was a significant bend involved in the lesion. When the physician attempted to remove the taxus liberte sds from the pt, the stent became caught on the tip of the guide catheter. The physician was able to remove the taxus liberte sds from the pt, at which point, the stent was noted to be damaged. The procedure was completed successfully with another 3.50x32mm taxus liberte stent. There were no reported pt complications. The pt status is listed as "good".